Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited pacing impedance measurements greater than 3000 ohms. The pacing treshold was (0.6v@0.5ms) and sensing (10mv). Shock impedance was 40 ohms.